Event description:
Additional information from the patient noted no steps were taken to resolve the ins depth issue and they didn't know what circumstances led to the event.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that it felt like their implantable neurostimulator (ins) was sinking into their hip bone and it hurt. The ins migration was noted to have occurred in 2015. The patient was indicated for non-malignant pain and complex regional pain syndrome type I. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know what the cause or the circumstances were. Reprogramming was done. After that, nothing was done. At one point the doctor¿s office stated that they were not trained to deal with such matters. Patient's weight at time of event was (B)(6) lbs. Patient also stated that she forgets a lot therefore she could not provide the exact dates. Patient stated that on one of the programming appointments, a rep was supposed to show up but did not. She did not know if the doctor¿s office just did not call the rep or the rep decided not to show up. Patient currently had no upcoming appointments with the doctors. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that it felt like the neurostimulator (ins) battery was ¿embedding" into her hip and it caused a burning sensation like a friction burn. No further complications were reported.